Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: catalog #: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial #: unknown as information was not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as lens remains implanted in the patient's eye. Device manufacture date: unknown, as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing record cannot be reviewed since the iol serial number is unknown. Historical data analysis: the complaint history was not reviewed since the iol serial number is unknown. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product malfunction. The reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there were many cases (exact number not provided) involving pcb00 intraocular lens (iol) where there was a film that was stuck to the posterior side of the lens. The doctor was able to remove the film using aspiration and irrigation in most of the cases. Through follow up, customer account provided additional information by confirming there was no incision enlargement, no serious patient injury, no suture(s), no vitrectomy, and irrigation and aspiration was performed after the lenses were implanted. No additional information was provided to johnson & johnson surgical vision.